Manufacturer narrative:
Device is a combination productdevice evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was further reported the target lesion was located in the mid right coronary artery (rca) not the distal right coronary artery as previously stated. The lesion was had a reference vessel diameter of 3.00mm, a length of 48.0mm. A dissection occurred during the deployment in the distal rca. Bail-out of a 2.75x16 mm taxus express 2 stent was tried unsuccessfully due to not being able to cross the lesion. Residual stenosis became visually 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications on plavix and bayaspirin. In december 2010, restenosis in the mid rca was confirmed and pci was performed. In june 2011, the lesion located in the mid rca timi flow grade improved from 0 to 3 through the procedure. The lesion located in the proximal left anterior descending artery was left untreated. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR.#2134265-2012-00577. Same patient as MFR. #2134265-2009-07125, 2134265-2009-07126, 2134265-2010-00755 and 2134265-2010-00756. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The index procedure treated the de novo, 90% stenosed 3.0x48mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon, the placement of two taxus express2 drug eluting study stents (3.0x16mm, 3.0x32mm) and post dilation resulting in 0% residual stenosis. In (B)(6) 2011, the patient experienced stable angina. The target lesion was 100% stenosed with a diameter of 3.00mm and a length of 46.0mm. The physician implanted two (3.0x18mm and 2.5x28mm) non bsc stents in the mid rca. Post procedure stenosis was 0%. At the 3-year follow-up the patient had no any anginal symptoms.